Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm (air in tubing) during the initial drain on the homechoice machine(hc). The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The patient was advised to start over with new supplies. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.